Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - dislodgement of this ra lead was reported after the implant. The patient was in the hospital a little longer so that the lead could be repositioned. This lead remains actively implanted.